Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00328.

Event description:
It was reported that two closure tops were found to have migrated post-operatively. There are no current plans for a revision surgery and there are no reported patient impacts. This is report one of two for this event.

Manufacturer narrative:
Additional information: the implant was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed. The IFU lists device migration as a known risk of the procedure.

Event description:
It was reported that two closure tops were found to have migrated post-operatively. There are no current plans for a revision surgery and there are no reported patient impacts. This is report one of two for this event.